Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. Ge rep replaced the generator interface board and adjusted the 5 volt power supply as a precautionary measure. System operates as intended.

Event description:
The customer reported the system displayed a communication error and would not fluoro. System operates as intended.